Event description:
It was reported that, "patient dislocated left hip and complained of left hip pain. Surgery done on (B)(6)2010, found ring on constrained insert was broken and insert was damaged. There is a groove wire on the #8 stem on base of trunnion. Stem, head and insert were replaced with attached implants 58mm original cup was retained."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. If additional information becomes available, the evaluation summary will be submitted in a supplemental report.